Event description:
It was reported that three (3) large volume folfusors underinfused during infusion. The antibiotics were not all infused, and an egg sized balloon remained. The device contained 13500mg piperacillin/tazobactam in 230ml 0.9% sodium chloride. A peripherally inserted central catheter (PICC) line was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b3: the events occurred in 23 november, 24 november and 25 november 2024. H4: the lot was manufactured between november 13-15, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and residual fluid inside the device bladder was observed which suggested a possible underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.